Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and the pelvitex polypropylene mesh were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh trimming; due to mesh extrusion in (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat pelvic organ prolapse and stress urinary incontinence concurrently with anterior/posterior repair, graft augmentation, sacrospinous ligament fixation, and suprapubic catheter insertion. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence and urinary urgency. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary incontinence and urinary urgency.